Manufacturer narrative:
Device is expected to be returned to the manufacturer for evaluation. A follow-up medwatch report will be submitted upon completion of the investigation. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2016-00037 / 00038).

Event description:
It was reported that the patient underwent initial procedure in the (B)(6) on (B)(6) 2016 during which eight s-lok pedicle screws and two cages were implanted. While still admitted, the patient underwent a second procedure on (B)(6), in which two screw were repositioned due to malalignment (l5 & s1 right side). The patient was discharged and returned two months postoperative with c/o pain in her backside, at which time radiographs were taken indicating one 55mm x 40mm s-lok polyaxial screw and one 55mm x 35mm s-lok polyaxial screw are broken, mid shaft. Revision was performed on (B)(6) 2016 to remove the broken screws.

Manufacturer narrative:
Engineering evaluation of the returned screws, along with radiographs and information provided indicate that screw breakage appears to be the result of fatigue loading. The root cause of the fracture could not be definitively determined but are likely due to the loading conditions, and the fixation that existed prior to screw breakage. Review of manufacturing history records found a total of (B)(4) pieces of this lot released for distribution on 11/19/2013 with no deviation or anomalies. A three year complaint history review did not find any previous reports of this nature for this lot. Further review of all part numbers in the slpxxxx family of s-lok polyaxial pedicle screws did not identify a trend for reports of this nature. A need for corrective action was not identified. Device fracture is a known risk of this procedure. The associated package insert, surelok pedicle screw system (lbl-IFU-004) states under potential adverse effects: "7. Device component fracture" and under warnings: "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebrae, neurological injury, and vascular or visceral injury." This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2016-00037-1 & 00038-1).